Event description:
It was reported that log files were submitted since low flow event getting less than 1 lpm with pump stoppage. The log file was mostly filled with low flow events. The cause was unclear. The pump stop occurred because the 14-volt batteries and ebb were allowed to drain completely, and the system controller clock reset to the default timestamp of 01jan2000 at 0:00:00. Once power was restored, the pump returned to operating at the set speed. The controller¿s clock was reset 29jul2024 at 14:35:00. Pump exchange was done on 30jul2024. There was clot in the outflow graft likely secondary to the pump stoppage. It was unclear the reason for the low flow events, unless clot had been forming. The patient was doing well and would be discharged after obtaining a therapeutic international normalized ratio (inr).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d5 (operator of device): corretion. Section h1 (type of reportable event): correction. Section h6 (medical device problem code): correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Report type: corrected. B1: corrected. Manufacturer's investigation conclusion: the reported event of a low flow alarm and captured pump stop was confirmed via analysis of the submitted controller event log file. A low flow alarm was active on 29jul2024 due to the estimated flow dropping below the desired minimum of 2.5 lpm. Flow is a calculated value from the pump¿s power usage. The low flow was also seen across multiple days within the controller periodic log file. The pump stop in the event log file occurred due to total power depletion of the system while using 14v li-ion batteries. The power alarms and flags triggered as expected when the voltages lowered below the desired thresholds. When external power depleted the bb was able to support the system for 2 hours and 15 minutes. After the bb was depleted, the system shut down and the pump speed dropped to zero. The pump was then powered back on and achieved the desired patient speed. The low flow alarm persisted, and the pump was exchanged on (B)(6) 2024; a clot was found on the outflow graft after the exchange. The pump maintained a speed above the low-speed limit while the system was powered. There were no other notable alarms throughout the log file. From the information provided, the root cause for this reported event could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate iii instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low flow. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. The heartmate iii patient handbook (rev. D) and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.